Manufacturer narrative:
Based on information provided, the cause of the customer reported failure mode cannot be determined. Per follow-up information obtained, the synchroseal instrument will not be returned for evaluation as it has been discarded by the customer. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the syncroseal instrument jaw cover was torn, and the plastic overmold was missing, which caused the jaw base to be visible in the jaw assembly.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the synchroseal instrument was damaged and the cover was torn. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchroseal instrument was inspected prior to use with no issue. The instrument was collided with the monopolar curved scissors instrument, and the plastic wrist cover and the plastic part of the tip were broken after the collision. The fragment did not fall inside the patient¿s anatomy. Post-operative tests (x-ray and ultrasound) were performed. The patient did not return to the hospital for any post-surgical complications. The procedure was delayed for ten minutes. The synchroseal instrument and the plastic overmold were discarded and will not be returned to intuitive surgical, inc. (Isi) for evaluation.